Manufacturer narrative:
Batch review performed on 05 june 2018; lot 166900: (B)(4) items manufactured and released on 07 february 2017. Expiration date: 2022-01-23, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: gmk-sphere tibial tray fixed cemented # t3-i4 l reference 02.12.t3i4l (k121416); lot 166009: (B)(4) items manufactured and released on. 09 december 2016 expiration date: 2021-11-29; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size 4/11 mm l reference 02.12.0411fl (k140826); lot 165719: (B)(4) items manufactured and released on 21 november 2016. Expiration date: 2021-10-27; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 3 l reference 02.07.0035rp (k090988); lot 166404: items manufactured and released on 09 january 2017. Expiration date: 2021-02-08; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year after primary the surgeon removed all the patient devices and implanted a spacer for a hip infection. Patient positive to staphylococcus epidermidis. The surgery was completed successfully.

Manufacturer narrative:
On 31 july 2018 we were informed that the patient had the abx spacer removed. Permanent implants were put in. The surgery was completed successfully.